Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that: the 04.639.135 was received without the head attached with lead thread peeled and torn for the first approx. 20%. A review of the received concomitant instrument part number 03.632.001, revealed that the thread is damaged beyond function with thread being broken and shifted. If an instrument in this condition were to be used on a functional screw, damage could occur. DHR review showed that the raw materials on the screw is un-obtainable due to the small surface area, however, the DHR review showed the correct raw material was used. Complaint is confirmed because the screw is ¿broken¿ per complaint description with lead thread of the thread peeled and torn for the first approx. 20%, but is unconfirmed from a manufacturing perspective because the thread plug go ¿ no/go gage functions as designed even with the lead thread being damaged; also, the visible peel in separated area is not anodized, meaning the damage was post manufacturing ¿ anodize process affects exposed surface area of a part during processing. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information not available for reporting. Additional product codes: nmi, kw1q, kwp. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: 04.639.135s / 9529675. Please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 23.jun.2015 expiry date: 01.jun.2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.639.135 / 9821562 was manufactured in us. Device history records review was conducted. The report indicates that the: 04.639.135 with lot 9821562. Manufacturing location: (B)(4). Manufacturing date: 29may2015 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that on (B)(6) 2017, surgery was performed using the matrix system. During the surgery, the surgeon confirmed that the following products were broken at the time of insertion. 3 pcs of pedic-scr-matr 5.5 ø5.5 l35 tan, 1 pc of pedic-scr-matr 5.5 ø5.5 l40 tan, 1 pcs of retain-sleeve std f/matrix 5.5. 1 pc of scrdrivershaft t25 std f/matrix 5.5 is worn. There were no broken parts found left in the body.the surgery was successfully completed without any delay, and there was no adverse consequence to the patient. Complaint involves 6 part. This report is 1 of 6 for (B)(4).

Manufacturer narrative:
(B)(6). Additional product codes: mnh - changed code kw1 to kwq. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.